Event description:
Patient reported on social media that they had side effects to juvéderm® volbella¿ xc which lasted long after dissolving it. They tried skinvive¿ by juvéderm® and the symptoms lasted well over a year, and it ranged from large granulomas to swollen joints in their fingers that returned even after several rounds of oral and injected steroids. Biopsy was not provided. Also, they stated that they got purpura spots and white spots like vitiligo. They stated that they had never had any reactions to any other filler or injectable except for the juvéderm® products. Additionally, the patient reported on social media a 2nd time that after getting over a granuloma in their lips and cheeks from using an unknown juvéderm® product they decided to use skinvive¿ by juvéderm®. After using skinvive¿ by juvéderm® the patient had a series of reactions in their hands that lasted well over a year even after 4 rounds of steroids to dissolve the product into their hands along with using antibiotics. 6 months later the patient stopped taking the medication because of an upcoming surgery. The adverse reactions still did not change after 6 months. The granulomas were so big that they looked like large pebbles under their skin. The patient stated that they even received these large pebbles into their joints and fingers which made it hard to close their hands. The welts would subside after taking the steroids but then come back again with vengeance. This continued even after dissolving the product and using direct steroid injections to the welts themselves. They went away but then the patent developed what looked like vitiligo which lasted a few months, and then they started getting ¿purpura.¿ the ¿purpura,¿ would erupt anytime something would brush up against the patient¿s hand. This record will represent skinvive¿ by juvéderm®

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Granuloma is a known potential adverse event addressed in the product labeling.